Event description:
Related manufacturer report number: 3006705815-2024-02198. It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. It was also reported that during the procedure, the physician diagnosed a lead fracture under x-ray. As a result, the left lead was explanted and replaced to address the issue. Effective therapy was established post-op. It is unknown which lead was fractured.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000101686. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.